Manufacturer narrative:
This report is being sent to correct d6a. This report is being sent to provide new information in sections b5 (event description), d9 (device avail for evaluation and returned to manufacturer date), h3 (device eval by manufacturer), h6 (component codes, evaluation method codes, evaluation result codes, and evaluation conclusion codes), h7 (if remedial type init, type), and h11 (additional MFR narrative). Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was eol. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, it was reported from the field that the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared eol earlier than previously estimated. Of note, the estimated remaining battery longevity of this pacemaker was designed to be calculated (and trigger corresponding device replacement indicators) based on the pacing capacitor charge time, which progressively increases as the battery depletes. These pacemakers were not designed with an ability to calculate remaining longevity for every possible current drain, which may cause replacement indicators to trigger earlier than what was previously estimated; however, it does not negatively impact the use, operation, safety, or performance of the device.

Event description:
It was reported that this patient with a cardiac resynchronization therapy pacemaker (crt-p) was seen in-clinic for a routine follow-up appointment, where the device battery was found to be depleted. At the previous follow-up appointment two months prior, the remaining projected longevity was one year. The physician suspected that the battery was prematurely depleting. This crt-p was subsequently explanted and replaced to resolve the event. No additional adverse patient effects were reported. This device has been received for analysis.

Manufacturer narrative:
This report is being sent to correct d6a.

Event description:
It was reported that this patient with a cardiac resynchronization therapy pacemaker (crt-p) was seen in-clinic for a routine follow-up appointment, where the device battery was found to be depleted. At the previous follow-up appointment two months prior, the remaining projected longevity was one year. The physician suspected that the battery was prematurely depleting. This crt-p was subsequently explanted and replaced to resolve the event. No additional adverse patient effects were reported. This device is expected to be returned for analysis, but has not yet been received.

Event description:
It was reported that this patient with a cardiac resynchronization therapy pacemaker (crt-p) was seen in-clinic for a routine follow-up appointment, where the device battery was found to be depleted. At the previous follow-up appointment two months prior, the remaining projected longevity was one year. The physician suspected that the battery was prematurely depleting. This crt-p was subsequently explanted and replaced to resolve the event. No additional adverse patient effects were reported. This device is expected to be returned for analysis, but has not yet been received.